Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2009. The lens was explanted on (B)(6) 2013 due to an anterior subcapsular opacity, observed on (B)(6) 2013. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.